Event description:
It was reported that versacross connect laac access solution selected for use. During insertion, the versacross was not able to track along the wire before it entered to the patient and when they were trying to remove it was very stiff and 'stuck'. The physician had to use significant force to pull the versacross rf wire. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem(b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for use. During insertion, the versacross was not able to track along the wire before it entered to the patient and when they were trying to remove it was very stiff and 'stuck'. The physician had to use significant force to pull the versacross rf wire. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the kink was noted by pushing the versacross into it on a bend in the vessel when it was removed from the body. The wire that got stuck was a non-boston scientific 0.35 access j wire from cook. The rf wire was able to be removed from the dilator/sheath during the procedure. The distal tip of the wire was exposed past the distal end of the dilator/sheath when the wire got stuck. The procedure was completed with another wire and new versacross. It was a j wire type and brand unknown.